Event description:
It was reported that during an implant on (B)(6) 2015 after connecting the lv lead to the ICD, pacing lead impedance (pli) out of range was observed. The lead was disconnected and reinserted into the ICD header and the correct position of the tip of the connector was confirmed. The pli was recalculated and the same out of range impedance was observed. The physician decided to change the lv lead configuration. The pli was in range and the physician concluded the procedure. The patient is in good conditions.